Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. During the procedure, three nc emerge balloon catheters (1.50 mm x 15 mm, 2.50 mm x 15 mm, and 3.50 mm x 15mm) were unable to cross the target lesion, and three nc emerge balloon catheter balloons (2.00mm x 15mm, 2.00mm x 15mm, and 2.25 mm x 8 mm) ruptured, all due to heavy calcification. No device fragments were left in the patient.